Event description:
During carpal tunnel procedure, the protective plastic tip of the knife light broke off and became stuck in the epineurium. The broken piece was retrievd and there was no injury to pt. However, there was a potentially high risk for nerve damage.